Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in neurovascular emergency treatment when the issue occurred. The procedure was completed as planned by restarting the system twice. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shutter was closed. The system log file was reviewed which confirmed that host pc did not startup in the previous system start. Upon troubleshooting, fse identified that the baseboard management controller (bmc) failed during host pc boot up and found problem with cards in host pc. To resolve the issue, fse replaced host pc, hard disk and power relay. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device's shutter was closed, which can impact imaging.the device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.